Manufacturer narrative:
Concomitant products: product ID: etlw1620c124e stent graft, implanted: (B)(6) 2015. Product ID: etbf3216c166e stent graft, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 0c df on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the device experienced a power on reset (por) and was found pacing at vvi 65 with increased outputs. The device was reprogrammed back to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.